Event description:
It was reported the video system center produced error codes e226 and e334. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, and disconnection in the transmitter and receiver modules. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image could not be displayed and error e226 occurred due to a disconnection in the transmitter and receiver modules. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.